Event description:
Procedure: lap gastric banding. According to the reporter: the grasper was being used for lap band inside the pt when a piece of the black plastic from the tip of the instrument splintered off into the pt. The piece was retrieved by surgeon and instrument was removed. There was no additional blood loss and no significant time added to procedure.

Manufacturer narrative:
(B)(4).